Event description:
It was reported that during implant, the physician had difficulty inserting the right ventricular lead into the header of the pulse generator. The device was removed and replaced.

Manufacturer narrative:
Final analysis confirmed normal device characteristics.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.